Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced vomiting of blood (exact date not reported), subsequent to reimplantation surgery on (B)(6) 2012. The patient was treated with intravenous protonix. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.